Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise, oversensing and loss of capture (loc) that resulted in up to 6 seconds of pacing inhibition. The patient experienced fatigue and was noted to fall asleep during conversation. It was noted that the patient had fallen approximately one month ago. Fluoroscopic imaging revealed that the lead was fractured due to subclavian crush at the proximal portion of the lead. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.